Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. The motor assemblies found corroded. The insulin pump failed leak test. The insulin pump had leak at a crack on back of the case. Analysis was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment, serial number label fading, cracked select button keypad overlay, missing retainer, missing o-ring at the reservoir tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer also reported that there was a crack at the backside of the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.